Event description:
On (B)(6) 2026, the patient underwent a pulsed field ablation (pfa) procedure using a farawave catheter. On (B)(6) 2026, the patient presented to the emergency department with complaints of bradycardia associated with lightheadedness and dizziness (near syncope). The clinical evaluation was unremarkable, and the patient's heart rate was noted to be maintained in the 50s. An oral medication adjustment was made. Hospitalization was not prolonged, and the patient was discharged on the same day. The event resolved.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.